Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent an umbilical hernia surgery by laparoscopy with mesh implant in (B)(6) 2024. During diagnostic laparoscopy. Creation of the pneumoperitoneum by left subcostal puncture. Introduction of optics and two operating trocars in the left flank and in fig. There is indeed a large hernia of the white line with invagination of part of the round ligament. Once the diagnosis is confirmed, the treatment is considered to be carried out laparoscopically. Reduction of the contents by gentle and progressive traction, at the same time as the hernia sac is opened on its left side. Reintegration of the round ligament and the lipoma that remains appended to it in the large peritoneal cavity. The parietal repair is carried out by a circular prolene prosthesis mesh fixed to the posterior surface of the muscle wall by absorbable staples. This prosthesis is separated from the visceral mass by the great omentum. Exsufflation of the peritoneal pno after removal of the instruments and suturing of the skin with staples. Parietal pain on awakening from the operation. This pain has since been treated (by adjustment) with analgesics and will be treated by a pain centre ((B)(6) 2026). On sick leave following the operation.